Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged a few hours after it was first implanted. No adverse patient effects were reported. Additional information stated that while in the recovery room, the patient experienced palpitations and electrocardiogram fluctuations were visible. The device was interrogated and the ra lead exhibited loss of capture (loc). An x-ray confirmed the lead was dislodged. As result, the patient underwent a surgical revision wherein the ra lead was successfully repositioned. Normal electrical measurements were observed one week after the patient discharge. The ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged a few hours after it was first implanted. No adverse patient effects were reported.